Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was returned placeholder.

Event description:
It was reported during a multi-loc humeral nail case, one of the distal 4.0mm locking screw heads (part number 04.005.410s, lot number 4895303), broke off while the screw was being implanted. The screw shaft remains in the patient and will not be retrieved. Surgery was successfully completed. This is report 1 of 1 for complaint (B)(4).